Event description:
On (B)(6) 2009, a 27mm trifecta valve was implanted. On (B)(6) 2017, an echo revealed increased gradients and an enlarged heart; diagnosed with svd (calcification, regurgitation). Peak/mean aortic gradients were 75/48mmhg and a 55% lvef with mild to moderate dilation was observed. Per report, the valve remained implanted and no treatment was planned. The event was considered resolved (B)(6) 2017. On (B)(6) 2018, the patient presented again with aortic stenosis. The 9-year-old 27mm trifecta valve was explanted and an unknown valve was implanted. Additional information has been requested. (B)(6).

Event description:
On (B)(6) 2009, a 27mm trifecta valve was implanted. On (B)(6) 2017, an echo revealed increased gradients with regurgitation and the presence of calcification as well as an enlarged heart. Svd was diagnosed with peak/mean aortic gradients were 75/48mmhg and a 55% lvef with mild to moderate dilation was observed. No intervention was required and the patient did well until (B)(6) 2018,when the patient presented with worsening aortic stenosis. The 9-year-old 27mm trifecta valve was explanted and a 27mm edwards lifesciences 2800 valve was implanted. The patient was discharged on (B)(6) 2018. (Clinical study patient ID: (b)(64)).

Manufacturer narrative:
Events of "increased gradients and an enlarged heart" were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve was implanted for 9 years.